Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed "overspeed" and "pump jam" error messages due to defective application board. Replacement of customer application board with lab use only (luo) application board restored pump functionality. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the end user and the distributor configured the heart lung machine (hlm) and noticed an alarm of pump jam. When they tested the pump by running the pump from zero to maximum revolutions per minute (rpm) and vice versa, they noticed a different alarm appeared on the roller pump like under speed alarm, over speed alarm and pump jam alarm. The alarms occurred even though there were no tubings attached.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump to be used in the sucker position had an underspeed, overspeed and pump jam alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of about one hour. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: concomitant medical products evaluation is in progress, but not yet concluded.